Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The field service engineer (fse) discovered pressure relief valve failure on extended self-test. And that the display is damaged. The fse adjusted pressure relief valve and replaced the damaged display. The device successfully passed performance specification testing after the repair was completed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a strain malfunction and damaged display. The customer reported it is unknown whether the device was in clinical use at the time of the reported event however, there was no patient or user harm reported.